Event description:
While carrying pt out on the backboard the backboard broke in half. The pt suffered no injury due to this. Pt was being brought out off of a trail about a half mile long. The incident happened about halfway or about a quarter mile of the way out.